Manufacturer narrative:
On (B)(6) 2015 09:16 am (gmt-5:00) added by (B)(6) ((B)(4)): the product has been received in the laboratory of the manufacturer and a visual inspection was performed. The complained black marked glue connection between the blood inlet connector and oxy did not show any leakage. During a tightness test a crack in the luer lock on the blood inlet connector could be determined as cause for the leakage. Therefore the reported failure could be confirmed. At the damaged luer lock a foreign screw cap was mounted. But the foreign screw cap could not be determined as a cause of the malfunction. Because the luer at the connector is standardized according to (B)(4). The foreign screw cap exists of a notable more soften material than the material of the connector. Therefore the foreign screw cap suited with the luer lock. Furthermore a device history record of the complained lot has been investigated and no abnormality was found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
October 16, 2015 04:48 pm (gmt-4:00) added by (B)(6): (B)(4). Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Description from the customer report: leaking from arterial outlet. Noticed on priming so changed out. (B)(4).